Event description:
Event description guidant received information that this right ventricular lead displayed loss of capture due to a dislodgement. The lead was explanted and replaced. The device was electively replaced during the same procedure.